Event description:
It was reported that one syringe 0.3ml 31g 6mm 30box mex had scale marking issues before use. The following was reported by the initial reporter: "at the applying of the morning, the customer found that one of the syringes is with bad printing, and it should be wasted since it can not measure the quantity with accuracy."

Manufacturer narrative:
H.6. Investigation: no samples were returned therefore the investigation was performed based on the photos provided. One photo of (2) 0.3ml bd insulin syringes was provided. Consumer reported that one of the syringes is with bad printing, and it should be wasted since it cannot measure the quantity with accuracy. The photo was reviewed, and it was observed that one of the syringes exhibited missing scale markings. A review of the device history record was completed for batch# 0062047. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There was one (1) notification [200881799] noted for missing scale lines. Print drum was damaged affecting the print on the barrel.

Manufacturer narrative:
Initial reporter last name: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that one syringe 0.3ml 31g 6mm 30box mex had scale marking issues before use. The following was reported by the initial reporter: "at the applying of the morning, the customer found that one of the syringes is with bad printing, and it should be wasted since it can not measure the quantity with accuracy."